Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device gave a "device not ready for use" message and then shut down. Complainant indicated that there was no pt involvement in the reported malfunction.